Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, two leads were found to be fractured. The leads were not implanted. No patient complications have been reported as a result of this event.

Event description:
It was later reported that during the implant procedure, noise appeared on two leads and the impedance was "on the low side." Additionally, one of the leads was found to be cut.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.